Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Contra angle 141669 (2019) (neck drive loose) was attached. Micromotor smr2081405 and foot control 186193 tested, without errors.

Event description:
In this event it was reported that a vdw.silver reciproc causes error code 2 at calibration. No injury occurred.